Manufacturer narrative:
The current instructions for use (IFU) contains the following: "general risks to patients - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause of this event could have been that the orthodontic treatment may have exacerbated the patient's pre-existing conditions. This event is being filed as an MDR as the treating doctor reported that the patient had the symptom of tooth extraction (serious injury), and the vivera retainers were being used.

Event description:
The patient directly reported to align the following symptoms: tooth protruding from gum, tooth infection, and tooth extraction (3 permanent teeth) with a bridge installed. The treating doctor reported that the patient had the following symptoms: severe distal bone loss and mobility on tooth #23, leading to extraction of tooth #23. The treating doctor reported that the patient required the following medical intervention to alleviate the reported symptoms: visiting a periodontist, extraction of tooth #23, and a bridge installed from tooth #22-24; and the patient was prescribed amoxicillin. The treating doctor reported that the patient was doing fine, from the last office visit a few years ago.